Event description:
Spontaneous. Healthcare professional (B)(6) reported that on (B)(6) 2024 (this was the last dose in a series of doses for the euflexxa) and when dr took off the rubber stopper cap, the medication shot out from the needle which resulted in pt missing her dose today. No adverse reported; unknown if available for return; md aware. No further information provided. Frequency: once a week for 3 weeks at physicians office. Reported to (B)(6) by health professional.